Event description:
The user received erratic ise results for at least three pt samples. All repeat testing was performed on the other modular system at the site. All results are in mmol per l. Sample 1 initial sodium result was 124, repeat result was 136. Sample 2 initial sodium result was 83, repeat result was 132; initial potassium result was 2.4, repeat result was 4.0. Sample 3 initial sodium result was 103, repeat result was 137; initial potassium result was 2.8, repeat result was 3.6. The erroneous results were not reported. The field service representative determined the sample probe and seal were contaminated and replaced them. To verify the analyzer operation, he ran precision testing and the user ran calibration and qc.